Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure which meets criteria for trend/CAPA tr18007 as evidence of a leaky c2v35 capacitor (hydrogen-induced). The CAPA investigation has deemed this to be a component issue.

Event description:
It was reported that this pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.